Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? Ans: skin / subcuticular. Was additional dissection required in other organs/tissues other than the target tissue? Ans: no. Was there any change in the patient¿s post operative care due to the prolonged procedure? Ans: prolong surgery due to need to remove the broken suture. Was more than half the needle retained in the patient? Ans: broken suture around 5cm near to the needle part. Where is the needle retained; in what structure? Ans: nothing retain in the patient body , surgeon remove all parts. Are there plans to remove the retained needle piece? Ans: remove on the spot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g /m.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2022 and suture was used. During use on the patient when used to close skin using subcuticular stitch. After a few passes , the needle broke into 2. Surgeon used monocryl 3/0 to continue to close skin. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 09/30/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 - no device problem found h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a labeled winding former and one needle-suture combination in two section of the product were received. In order to evaluate the conditions of the returned sample, the needle was examined, and no issues related to breakage needle or anomalies were found. However, it was observed that the suture pieces had begun with a degradation process caused by exposure to the environment. In addition, the foil was not returned to determine the assignable cause. According to condition of the needle the reported complaint could not be confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m